Event description:
It was reported that the patient presented to clinic via merlin.net transmission alert. Upon review, the device revealed that the right atrial lead exhibited inappropriate auto mode switch episodes. No intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
.